Manufacturer narrative:
Batch reviews performed on 21 august 2017. Lot 162734: (B)(4) items manufactured and released on 12 august 2016. Expiration date: 2021-07-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mpact flat pe hc liner ø36/e, code 01.32.3644hct, lot. 166663 (k103721) (B)(4) items manufactured and released on 05 december 2016. Expiration date: 2021-11-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold and this is the second similar event reported on this lot.

Event description:
The patient came in complaining of pain. The patient was dislocating. The surgeon revised the head from a 36 (0) to a 36 (+8). The surgery was completed successfully. X-rays and explants are not available.